Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at colostomy closure during an open rectosigmoidectomy procedure, the stapler's warhead was open and was not appropriately mating the stapler. The stapler was replaced to complete the case. The surgical time extended 30 minutes or more due to the product problem. There was no patient injury.